Event description:
No additional information.

Manufacturer narrative:
Investigation result: no 2203e-0006 sample was available for investigation; the customer reported that the affected sample was from lot 24105017 and that "a short shot" was visible. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed that the spike was missing from the vial adaptor, however the site looked rough and jagged. No additional information was provided to aid the investigation. The details of this feedback were forwarded to the supplier and manufacturing site for investigation. Their analysis confirmed that the missing spike was likely to have occurred as a result of a short shot generated during the injection of the molten plastic into the mold, where an insufficient amount of molten plastic has filled the mold resulting in the cavity being insufficiently filled. A definitive root cause for the short shot could not be determined, however it is possible for such a defect to be generated as a result of an improper start-up of the molding machine. A review of the production records for lot 24105017 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the manufacturing site has initiated some corrective actions to reduce the likelihood of similar complaints in the future, including: full process development including studies and doe (water flow, mold balance, pressure loss, melt temp, rheology curve, gate freeze, check ring dynamic) was performed on the mold. Mold refurbish will be carried out to activate all mold cavities. A manifold assessment and cleaning was performed. Tips were replaced in the machine. A magnetic tramp was purchased and installed in machine material hopper. A 100% visual inspection to look for any molding or assembly defects was implemented. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2203e-0006 product.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd vial access device had molding defective with sharp edges. The following information was provided by the initial reporter: it was reported that while in (B)(6), merck is currently showing me a reported failure from lot#: 24105017 for 2203e-0006 from germany. The complaint is a short shot and picture is below. Merck did not receive the complaint samples back but did receive photos.